Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gas manifold on the subject device was leaking. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: hardware fault- confirmed that toric joint/packing joint were damaged/ missing. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.